Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room not feeling well and with shortness of breath. Upon interrogation, the device was found to be in backup mode. Several attempts were made to get the device out of backup mode but were unsuccessful. The device could not be further interrogated. The device was explanted and replaced.